Event description:
Reporting status: serious injury/required intervention. Reporting rationale: occlusion requiring intervention. Device issue: no device malfunction has been reported. It was reported that in 2009, the physician stented a bridged artery within the lad with a xience v stent. Post stent placement, the physician noted that the myocardial bridging had become worse distal to the stent. The physician then implanted a second xience v stent as treatment. Upon angiogram, it was noted that there was contrast outside of the artery indicative of a perforation. The physician inflated another company's balloon twice for an unknown amount of time which successfully sealed the perforation. The patient remained in the hospital an extra two days for observation, and was then discharged. There is no additional information available.

Manufacturer narrative:
Occlusion, as noted in the xience v instructions for use (IFU), and risk assessment matrix, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. The other xience v is indicated (incident description) is being reported under another manufacturer report number.